Manufacturer narrative:
Additional email address: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during therapy, the intra-aortic balloon (iab) could not hold a negative pressure when the customer pulled negative on the syringe. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and traces of blood on the exterior with the one-way valve attached. The one-way valve was vacuum tested and it held vacuum. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
Complaints associated with difficult/unable to hold vacuum are related to the iab one-way valve unable to hold vacuum or the system unable to hold negative pressure. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with difficult/unable to hold vacuum, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a.